Event description:
The physician tracked the psc054 and psc032 catheters coaxially over a guide wire without issue. When he removed the psc032 and guide wire then accessed with the separator 054, the separator "stopped" distally around the carotid siphon. He pulled the catheter back into a straight segment of the carotid artery and was able to get the separator to exit the catheter. After the case, the physician examined the catheter and found a "kink" approximately 4 cm from the distal end. The physician noted that the pt's anatomy was not tortuous; however, the kink was located right at the carotid siphon.

Manufacturer narrative:
Device investigation: there is a small kink located 3.7 cm from the distal tip of the catheter. A 0.053" mandrel was introduced into the hub of the catheter and advanced distally. A small increase in friction was noted as the tip of the mandrel passed the kink 3.7 cm from the tip. The mandrel passed through the tip of the catheter without further difficulty. The catheter is functional but structurally compromised. Conclusion: the damage observed agrees with the complaint. The physician was able to use the catheter with the kink but encountered resistance when attempting to pass the separator. The kink in the catheter may have occurred when the physician passed through the carotid siphon.